Manufacturer narrative:
Pump passed displacement test, operating currents, self test, off no power, unexpected restart error test, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. Unit received intermittent button response due to corroded keypad traces. No button error alarm. No scrolling numbers anomaly noted. Pump received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip.

Event description:
It was reported that the customer was experiencing keypad issues. The customer stated that the when she went to put blood glucose into the insulin pump, the numbers kept scrolling over and over. The customer did not recall any significant events leading to the keypad issues. The customer's blood glucose was 469 mg/dl. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.